Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash under the lifevest. The patient reported that he has been itchy and sometimes scratches until he bleeds. The patient reported that there was no bleeding at the moment. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.